Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 512 mg/dl. Customer¿s current blood glucose level was 448 mg/dl. Customer stated that the insulin pump received insulin flow blocked alarm. Troubleshooting was performed and issue was resolved. The insulin pump also received hardware low level failure. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed self test. The insulin pump will not be returned for the analysis.